Event description:
The patient reported that they were getting an MRI. They were having pain in their groin, low back, left side, and hip that may or may not be related to the implantable neurostimulator (ins). This pain started suddenly on (B)(6) 2016. The pain could also be related to the patient's existing herniated disc. Their doctor had already ruled out a hernia. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.